Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time.

Event description:
It was reported that during a pneumonectomy procedure, the device remained closed on the tissue. The stapler worked properly with the first reload, but with the second reload ((B)(4)) the device stapled and cut but it stayed closed on the tissues. The user couldn't open the jaws despite several attempts. The stapler was finally removed by using force. Fortunately the staple lines were not damaged. There were no adverse consequences for the patient.

Event description:
It was reported that there was a short interval count of 1592, which could indicate oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The analysis results showed that one (B)(4) device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.